Manufacturer narrative:
(B)(4). Final analysis found that the outer and inner insulations were breached and the outer coil was fractured due to clavicular crush at 19.3 cm from the connector pin. This damage likely contributed to the reported electrical anomalies,

Event description:
It was reported that the right atrial lead exhibited a loss of capture, high impedance measurements, under sensing and clavicular crush damage. The lead was explanted and replaced. No patient symptoms or additional information was reported.